Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare, (B)(4), for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the super capacitor in an iw980 baby controlled wall mount infant warmer does not hold a charge. The customer reported that although the super capacitor has been replaced, the power safe alarm does not work. No patient consequence has been reported.